Event description:
It was reported that a user experienced loss of dexcom g6 glucose data to the ilet following a sensor change, with the pump displaying prompts to connect cgm and a cgm stop message, while the sensor was paired to both the ilet and the user¿s phone and initially provided no readings on either device; the user performed a phone-requested calibration via fingerstick, after which phone readings resumed, and the ilet was restarted to reestablish pairing. Symptoms included interruption of continuous glucose data to the pump. Outcomes included temporary suspension of automated dosing until cgm data resumed on the pump. Investigation included guided troubleshooting and user education, including verification of cgm connection status, calibration on the phone, and ilet restart with pairing wait time. Investigation of this case revealed restoration of cgm readings on the phone and a probable communication or pairing issue affecting transmission to the ilet. It was concluded that the event was consistent with a transient cgm-to-pump communication issue resolved through calibration and device restart.